Event description:
Negative glucose result was questioned by the physician. Second urine sample run which was also was negative. Both samples were run on an alternate system, ct500 and were reported as 3+ glucose (positive). Quality controls were within range. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant glucose results is unk.